Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical/technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the instrument noted no abnormalities. Functional evaluation noted that the jaw operated properly upon actuation of the handle but failed a grasping test. The jaw was loose when the handle was compressed. The instrument was energized at full power for one minute and registered a mechanical fault. The device was disassembled and damage to the probe housing grove was observed. The file was concluded to be a misuse of the product. Replication of the damage to the probe housing groove is consistent with excessive material or an obstruction being compressed in the jaws as the trigger is connected to the groove and the jaws are closed. Any damage to the groove interface will result in the handle bottoming out and the jaws not closing completely. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Procedure: gastroplasty.the reporting person said that during the procedure the device did not work properly. The jaws did not closed completely. No injury reported. No permanent damage. There was no bleeding over than 500 cc. It was not necessary for a blood transfusion. The surgical time was not extended. The event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.